Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR, report: 1627487-2014-21570. It was reported the patient's lead had fractured and displayed multiple invalid impedance values. Subsequently, the patient underwent surgical intervention to explant the scs system.